Manufacturer narrative:
Investigation result of stent partially deployed. Investigation results: a partially deployed wallflex duodenal stent and delivery system was returned for analysis. Visual examination of the returned device found that the outer sheath was detached from the handle, and accordioned in several places. A bend on the stainless steel tube was noted and the inner shaft kinked. Functional analysis found that the stent was able to be manually deployed after dissection. No outer sheath delamination was noted. No other issues were identified with the device. The noted damage to the returned device were consistent with excessive force being applied during usage and are likely due to anatomical or procedural factors such as tortuous anatomy encountered during the procedure, performance of the device was limited. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that a wallflex duodenal stent was to be used in the intestine to treat a malignant stricture during an intestinal stent placement procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was tortuous and dilated prior to stent placement. According to the complainant, during the procedure, the stent failed to deploy. The stent was removed from the patient fully constrained on the delivery system and the procedure was completed with another wallflex duodenal stent. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.